Event description:
An ortho clinical diagnostics (ortho) quality engineer contacted the ortho complaint handling unit (chu) to report lower than expected results obtained from a vitros %a1c performance verifier (pv) fluid tested using vitros hba1c reagent on two vitros 4600 chemistry systems. The vitros hba1c results were low when compared the vitros pvii center of the range of means (crom). Vitros s/n (B)(6) pvii n1620 results of 8.357, 8.386, 8.257, 8.305 versus the crom result of 10.42 vitros s/n (B)(6) pvii t2023 results of 9.257, 9.247, 9.170 versus the crom result of 10.43 biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros hba1c results were tested as part of internal testing using vitros pv fluids and no patient testing was performed. There was no allegation of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Nonconformance nc0613539 / ra613574.

Manufacturer narrative:
The investigation determined that lower than expected hba1c results were obtained from two different lots of vitros performance verifier ii (pvii) fluids tested using vitros hba1c lot 1539-46-3073 on two vitros 4600 chemistry systems. The vitros hba1c results were low when compared the vitros pvii center of the range of means (crom). A definitive cause of the event was not established. The vitros hba1c results were generated during internal testing using vitros pv fluids. An hba1c pack was loaded onboard and tested every 7 days through day 28. A second reagent pack from the same lot was also tested every 7 days, then removed and stored refrigerated as a control. Qc results for the control pack remained within expectations at each interval. It was not documented whether the same pv fluids were used for both the control pack and the on-analyzer pack, so a pv fluid issue during day 28 testing cannot be ruled out. A reagent pack stability issue is not likely, as it is noted that typical stability issues present as a gradual drift rather than the abrupt shift observed on day 28, suggesting that there were unknown contributors to the low hba1c day 28 results. The investigation is ongoing. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros hba1c reagent lot 1539-46-3073. No diagnostic precision testing was performed on the vitros 4600 chemistry systems, however there was no indication that the instruments malfunctioned as there were no issues with any other assays. In addition, the hba1c results from the control pack were within expectation.